Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultralink meter's ok button had a delayed response; the patient noted this was an intermittent issue. Troubleshooting revealed the meter was not new (out-of-the box). The patient did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the ok button gave a delayed response, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.